Event description:
As reported by our japan affiliate, the pacing capture was lost during deployment and the 23mm sapien xt valve landed in a too ventricular position. A 2nd sapien xt valve was implanted. During bav with an edwards 20mm balloon catheter, angiography showed a side stream, so it was decided to implant a 23mm sapien xt valve with nominal volume. The xt valve was positioned in a 50:50 position, but pacing failure was observed on half inflation and the valve was implanted in a 30:70 aortic ventricular (a/v) position. Tee showed paravalvular leak (pvl) from the ncc side and no movement of the native leaflets was observed. Following discussion of the valve position, an aortography (aog) performed showed that the ncc side of the sapien xt valve had dropped further into the lv and was now in a 10:90 a/v position. It was decided to perform a valve in valve. At this time, tee showed the native ncc was moving over the sapien xt valve. Following implantation of a second 23mm sapien xt with nominal volume, the pvl disappeared and there was no native ncc leaflet movement observed. The procedure was finished and the patient was extubated and transferred to the ICU. The physician stated that the sapien xt valve was well positioned before deployment, but due to the pacing failure during half inflation, the valve was implanted too ventricular. The aortic valve area measured 347sq.mm (17.8 mm x 24.1 mm). The valve had mild calcification in the left and right coronary cusps (lcc and rcc) and trivial calcification in the non-coronary cusp (ncc).

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the loss of pacing capture during deployment caused the xt valve to land in a too ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.